Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd safetyglide¿ needle there was an issue with separation during use. There was no report of medical intervention.

Manufacturer narrative:
One photo and one loose 3ml syringe with safetyglide needle attached were received and evaluated. The physical sample was not in its original sealed package and had a yellow paper tape, similar to a sticky note, attached and wrapped all the way around the barrel. The paper covered the entirety of the barrel obscuring any visibility of the reported defect. Due to the sharps and potential contamination risk the sample could not be evaluated. The photo depicted a loose 3ml syringe with safetyglide needle attached. The syringe was observed to have a jammed stopper condition. Potential root cause for the jammed stopper defect is associated with the assembly process. No corrective actions are necessary based on the defective rate identified. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported with the use of the bd safetyglide needle there was an issue with separation during use. There was no report of medical intervention.